Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please clarify "...and then it broke." Did any piece of the device or reload fall off? If so, did it fall off in to the patient? If so, how was the piece retrieved? Please also clarify "...nor would the handle spring back." Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button)? Did the jaws eventually open?

Event description:
When using the cutting stapler to prepare the donor kidney the cartridge fired only half the staplers and then it broke. Surgeon loaded a new cartridge but the stapler would not fire nor would the handle spring back. Surgeon was using it on the back table and to make an extension to the right renal vein of a deceased donor kidney and. So there was no adverse patient event and surgeon just got another stapler and carried on.

Manufacturer narrative:
(B)(4). Batch # r59v89. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w reload loaded in the device. The reload was received partially fired 2/3 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that 100% inspections take place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.